Event description:
The event is reported as: the customer alleges that the attachment line kinked while in use on a patient. The use facility corrected the kin. No report of a patient harm or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.